Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of repairing the device and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
During a pt use, it was reported that the device lost power as the user attempted to take blood pressure reading. Thereafter, the device failed to power on with new batteries. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.